Event description:
Pt was scheduled for laser surgery. Yag posterior capsulotomy was attempted on the right eye. Laser malfunctioned; focal point anterior to he-ne beams focal point causing pits in the intraocular lens. Procedure was discontinued to avoid complications. Pt complained of blurred vision following the procedure. Vision later returned to normal.